Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2018. The patient initially did well, but within the last 6 months he developed a draining fistula in the preauricular area. The patient was treated with antibiotics and anticholinergic therapy but the infection persisted. On (B)(6) 2019, the patient's devices were removed. A small amount of erythematous granulation tissue was encountered around the fossa component that appeared different than the normal reactive tissue. This was sent for microbiology testing, and the results came back (B)(6) for (B)(6). The patient was reconstructed with a radial osteocutaneous forearm flap.

Event description:
The patient's right tmj devices were removed due to infection.